Event description:
The patient underwent an interventional procedure (iabp). The cardiologist attempted arteriotomy closure with a prostar xl 8 fr. Device. The device was inserted and good marking was obtained. The device was confirmed to be in the correct and locked position. Resistance was encountered when deploying the device and one needle did not present at the hub. Needle back down was attempted, but the pull ring could not be backed down. The device was manipulated with force in an attempt to allow back down and the sheath separated from the crimp ring. The patient was taken to surgery for device removal. Surgery was successful and the patient recovered without further incident. The patient had eight previous procedures and field reports have indicated a high level of tissue scarring and blood vessel tortuosity.